Manufacturer narrative:
Additional information confirmed that fractured implant was finally removed. The following sections have been updated: b1-b2: report type / outcomes attributed to adverse event. B4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H1: type of reportable event. H2: checked follow-up type. H3: device evaluated by manufacturer. H10: added manufacturer narrative.

Event description:
Additional information confirmed the fractured implant was finally removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and debris about the threads. The collar is fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture + medical conditions). DHR review was completed for the subject lot number 62375930. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62375930) for similar event and 1 other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture + bone loss) or product (tsvwb11). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following inspection of the returned device. The reported bone loss could not be verified with the information provided. A definitive root cause could not be identified. However, based on the investigation and risk file review, the potential causes for the reported event are customer error in surgical protocol and external patient parafunction.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k013227. Remains implanted.

Event description:
It was reported that implant (tsvwb11) platform fractured. Granulated tissue around the implant was noted. Doctor evaluated the area and severe bone loss was noted. Doctor placed a healing abutment and grafting material attempting to stabilize the area. It was indicated that after healing period, doctor will proceed to remove the failed implant in the future. Tooth location 3.